Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because seal & cut output was performed while thick hard tissue was gripped at the gripping tip, the probe and tissue pad came into contact at the rear end of the gripping section, causing the tissue pad to wear. As the tissue pad was worn, the probe came into contact with the non-insulating part of the gripping section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the front-actuated grip type s exhibited the tissue pad excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially worn away. There was no patient involvement.